Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. Review of the controller log files revealed a slight decrease in estimated flows beginning on (B)(4) 2020 and 14 suction alarms were logged since (B)(4) 2020. As a result, the reported suction event was confirmed. Information received from the site indicated that the patient was hospitalized for episodes of ventricular tachycardia (vt) with dizziness and the ventricular assist device (vad) exhibited suction. An echocardiogram showed the right ventricle (rv) was dilated and the septum was not midline. It was also reported that the arrhythmias possibly caused rv failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event and observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia and right ventricular failure are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of cardiac arrhythmia or right ventricular failure events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for episodes of ventricular tachycardia (vt) with dizziness and the ventricular assist device (vad) exhibited suction. An echocardiogram showed the right ventricle (rv) was dilated and the septum was not midline. It was also reported that the arrhythmias possibly caused rv failure. The vad remains in use. No further patient complications have been reported as a result of this event.